Event description:
The pt was revised due to osteolysis, poly wear of the insert, and loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event based on the provided info; however, polyethylene wear after sixteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation can be reopened.